Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly, unlocked keypad connector, or button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error while walking. Customer's blood glucose reading at the time of the call was 350mg/dl and has treated with a bolus. No further information reported.